Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal menstrual bleeding/ prolonged menses"), alopecia ("hair loss"), back pain ("severe back pain,"), abdominal pain lower ("lower abdominal pain/ cramping"), dyspareunia ("pain during intercourse"), autoimmune disorder ("auto-immune disorder.") And procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a microsurgical tubal anastomosis to remove the essure devices,). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, alopecia, back pain, abdominal pain lower, dyspareunia, autoimmune disorder and procedural pain was resolving. The reporter considered abdominal pain lower, alopecia, autoimmune disorder, back pain, dyspareunia, menorrhagia, pelvic pain and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirming full occlusion fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 37 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic pain and pregnancy. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("abnormal menstrual bleeding/ prolonged menses"), alopecia ("hair loss"), back pain ("severe back pain,"), abdominal pain lower ("lower abdominal pain/ cramping"), dyspareunia ("pain during intercourse"), autoimmune disorder ("auto-immune disorder.") And procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a microsurgical tubal anastomosis to remove the essure devices,). At the time of the report, all of the events were resolving. The reporter considered abdominal pain lower, alopecia, autoimmune disorder, back pain, dyspareunia, heavy menstrual bleeding, pelvic pain and procedural pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.576 kg/sqm. [Hysterosalpingogram] on (B)(6) 2010: results: confirming full occlusion fallopian tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 37 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic pain and pregnancy. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2016. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), heavy menstrual bleeding ("abnormal menstrual bleeding/prolonged menses"), alopecia ("hair loss"), back pain ("severe back pain"), abdominal pain lower ("lower abdominal pain/ cramping"), dyspareunia ("pain during intercourse"), autoimmune disorder ("auto-immune disorder.") And procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a microsurgical tubal anastomosis to remove the essure devices,). At the time of the report, all of the events were resolving. The reporter considered abdominal pain lower, alopecia, autoimmune disorder, back pain, dyspareunia, heavy menstrual bleeding, pelvic pain and procedural pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.576 kg/sqm. [Hysterosalpingogram] on (B)(6) 2010: results: confirming full occlusion fallopian tubes. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: reporters, patient information, medical historyadded. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.